Event description:
The reporter stated that she got an er1 message from doing the procedure wrong. On one occasion she put the blood on the wrong side of the strip. On two occasions she didn't use enough blood on the strip. She never got an er1 from using control solution. She never had any adverse affect nor sought medical advise.